Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable high results with multiple patient samples tested with the elecsys hcg + beta test system reagent. For patient 1 the initial hcg+b was 8.4 mui/ml. The doctor questioned the result. Several days later the laboratory repeated the sample with a result of < 0.100 mui/ml; this result was considered correct. The laboratory considers hcg+b < 5.9 mui/ml to be non-pregnant. They decided to repeat all samples > 5.9 mui/ml and found five that were not reproducible. They provided one example: patient 2 was a (B)(6) female with an initial hcg+b of 15.7 mui/ml on (B)(6) 2016. The test was repeated twice with results of 0.4 and <0.100 mui/ml. The <0.100 mui/ml was considered correct and reported outside the laboratory. There were no allegations of adverse events. The hcg+b reagent lot number was 156542; the expiration date was not provided. The customer discontinued running hcg+b on the analyzer on (B)(6) 2016. Calibration signals were lower than expected. There was imprecision in the quality controls (qc); outliers were observed. The customer may not have been changing the pinch tubing on the analyzer often enough and were advised to change it. They changed it on (B)(6) 2016. They began running hgc+b on the analyzer again on (B)(6) 2016. Any results < 25 mui/ml were being repeated on another analyzer. No discrepancies were observed after the tubing change. Qc recovery was near target. Water quality is ok.

Manufacturer narrative:
The investigation was unable to determine a specific root cause with the information available. Additional information was requested but not provided. The imprecision seen in the patient samples was also noted in the quality controls. The damaged pinch tubing is a possible root cause. There were no further issues after the tubing was changed. Contamination or other sample-related issues cannot be excluded as a cause. A generic reagent issue is very unlikely.